Event description:
It was reported the pt underwent spinal fusion surgery approximately one year ago. The pt reported the stimulation was uncomfortable following the surgery. (Ref MFR report #1627487-2013-06810 and 1627487-2013-06811). The pt has not used or charged the scs sys since that time. The pt also stated there are no plans for intervention regarding his scs sys at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.